Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 171 and 111. H6: investigation conclusions code was added: 25. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned implant packaging identified the outer vial's green cap was broken / damaged. The outer vial's tamper seal / ring was in a sealed condition / intact. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and two (2) other complaints were identified. The customer did submit two (2) images for the reported event. Based on the investigation, the most likely root cause determined from the investigation was inadequate design of cap and vial system. This is an ongoing issue which is currently being monitored. A CAPA has been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions. Therefore, based on the available information, the reported packaging malfunction did occur. Additionally, the reported event was confirmed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a live surgery, they went to install the implants and three (3 ) of the implants had their caps broken which makes the implant non-sterile. The procedure was completed with another implant.